Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician lost access into the gda and decided to withdraw the coil. However, while re-sheathing the ruby coil outside of the patient¿s body, it became detached. Therefore, the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.